Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device was not working correctly. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection found a missing plastic cpc connector. The reported symptom that "the device was not working correctly" was verified. The hand piece connects properly, but it doesn't engage because the motor coupler is missing its insert.